Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is causing the ineffective therapy.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9033164.

Manufacturer narrative:
Correction: additional information was received confirming that the procedure that was performed was a trial for pain not intended to be covered by initial system. There is no allegation against the current system's relief. Therefore, this device is no longer considered reportable.

Event description:
Additional information was received confirming that the procedure that was performed was a trial for pain not intended to be covered by initial system. There is no allegation against the current system's relief. Therefore, this device is no longer considered reportable.